Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's blood glucose level was 45 mg/dl. The customer stated that his reading drops when he goes to sleep. Nothing was replaced or returned for analysis.